Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was replaced due to discomfort at the ipg pocket site. The patient is doing well following the revision.